Event description:
It was reported to boston scientific corporation that a hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6), 2012. According to the complainant, the hta procedure was successfully completed. The patient was seen post operatively where she complained of pelvic pressure and uterine pain. An examination was performed and found to be normal. There was no evidence of a burn or other injury. Nsaids were recommended for discomfort. Subsequently, the patient then presented to the emergency room on the same day. An ultrasound was performed and results were consistent with a patient having undergone uterine ablation with nothing unusual detected. Lab results revealed the patient's white blood count was normal. The patient was released from the emergency room without being admitted. However, the physician reported the patient did experience a urinary tract infection and was subsequently treated with cleocin due to an existing penicillin allergy. The patient's condition was reported to be "stable."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore, a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.